Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motion batteries were replaced and two connectors on the viewing station of the imaging system power board were secured to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, an error message appeared on the imaging system stating that the batteries required a recharge. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.